Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional followup:(B)(4)

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an obesity procedure, the stapler was not stapling. The stapler is articulated and turns to both sides. In this case it only turned to one side, making the procedure difficult. The procedure was completed with a same like device. There was no patient consequence reported.